Manufacturer narrative:
The malfunction is not our non-osseointegrated dental implant itself, but rather insufficient integration with the surrounding bone. This is influenced by factors such as bone quality, stress and the patient's healing ability.

Event description:
A patient has lost an implant due to osseointegration failure.

Event description:
Implant failed due to an osseointegration problem.

Manufacturer narrative:
The malfunction of our non-osseointegrated dental implant is not due to the implant itself, but rather to insufficient integration with the surrounding bone. This is influenced by factors like bone quality, load, and the patient's healing ability.